Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, d & c, endometrial ablation and premature birth. Patient had done essure confirmation test. Concurrent conditions included grand multiparity, cyst, depression and bipolar disorder. In october 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In december 2012, the patient experienced nausea ("nausea"). In january 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with bismuth subsalicylate (pepto bismol), caffeine, celecoxib (celexa), ibuprofen, lamotrigine (lamictal), valproate semisodium (depakote) and surgery (bilateral salpingectomy, bilateral uterine coronectomy, adhesiolysis). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhea, nausea, fatigue, vaginal discharge, pelvic pain updated to recovered / resolved. Medical history, lab data, treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, d & c and endometrial ablation. Patient had done essure confirmation test. Concurrent conditions included grand multiparity and cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, bilateral uterine cornuectomy, adhesiolysis). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr were received: events: abnormal bleeding (vaginal, menorrhagia), pelvic pain were added. Essure removal surgery were added. Patient note was added. Reporters were added. On 6-jun-2019: pfs received: events: nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue were added. Fu 2nd and 3rd processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.